Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during the midfoot fusion procedure, one of the elite compression implant drilling templates in the set broke in the middle of the procedure. The surgeon was able to use an alternative, the second elite compression implant drilling templates in the set. There was no surgical delay. The procedure was completed successfully. The event did not affect the patient. This report is for one (1) elite compression implant drilling templates. This is report 1 of 1 for complaint (B)(4).